Manufacturer narrative:
The insulin pump was monitored for 5 days; several boluses were programmed and delivered. The bolus was delivered properly recorded at the bolus and daily totals history screens. No bolus or bolus history screens were noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the customer had noticed that the fill amount wasn't working on the insulin pump or not delivering. She then checked the device delivery history and it was noted the amounts were not recording. Customer was advised the device was going to be replaced due to history anomaly. Customer agreed to return the device for analysis. The customer's blood glucose was 353 mg/dl.